Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed six applications were performed with catheter 2af284/ 58252 without any system notices or issues. No product issue was alleged, and no physical product was returned for analysis. A known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, pericarditis occurred. The patient was placed under monitoring, and the patient's hospitalization was extended. No further patient complications have been reported as a result of this event. Incoming information indicated that the patient recovered and was discharged from the hospital.